Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head of the extension piece of the toothbrush comes off [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) female consumer reported that the oral-b brushhead, version unknown, comes off of her oral-b rechargeable toothbrush, version unknown. She stated that this had now happened twice. No symptoms developed.